Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5808m. Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and fully fired. In addition, with both gripping surface broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open procedure for closing stoma, a part of the cartridge broke off at the 1st firing of functional end-to-end anastomosis (feea). The device was used on the jejunum. Then, the other side of the cartridge part broke off when the loading cartridge was removed. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.